Event description:
It was reported that following a right rotator cuff repair procedure on (B)(6) 2023, the 4.75 healix advance kntls br device, 5.5 healix advance kntls br, 4.5hlx adv br anc-dyna 3-sut devices were being used when the patient experienced re-tears or new tears post operatively. It was reported that this resulted in the patient requiring a re-operation/revision procedure. It was recommended a right shoulder tissue and culture acquisition, reverse total shoulder arthroplasty and possible biceps tenodesis be performed. It was reported that this event occurred as a part of a clinical trial. It was reported that the severity was severe. No additional information was provided. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d4, h4: the device serial/lot number and date of manufacture are unknown at this time. UDI: (B)(4). Investigation summary: the complaint device is not being returned; the availability of the device is unknown, therefore unavailable for a physical evaluation. There was no contact information, no follow-up attempts could be performed. Since the complaint device was not returned, we cannot determine a root cause for the reported failure. If additional information or the device is received in the future, we will reopen the complaint and perform the investigation as appropriate. Given that no lot number was provided, a manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.